Manufacturer narrative:
Investigation summary: level a investigation- complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; unable to perform complaint lot history check for foreign matter and needle bent due to unknown lot number. Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the end of the needle is a little bent and there is a foreign substance on that. The returned syringe was examined under the microscope and exhibited a hooked cannula point and a piece of orange material on the cannula tip. A small portion of this material was removed from the cannula tip and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene. Sample will be forwarded to manufacturing (holdrege) on 10nov2017 for further review. Unable to perform DHR check for foreign matter and needle bent due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hooked point and plastic on cannula tip). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the 6 mm bd¿ insulin syringe had a bent tip and foreign matter at the end of the needle. Found before use. No serious injury or medical intervention noted.